Manufacturer narrative:
DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no was trend identified. Event summary: it was reported that during swinging out the rasp, the securing button got broken. Review of received data: four x-rays (ap and lateral - horizontal x-ray) dated february 29, 2016 were received. The patient has a thp and a tkp; the x-rays show a complex femoral fracture which is fixed by a revitan stem and four cerclages. The revitan stem is fixed by a distal screw. No conspicuous information about the described event; the surgical extract of the surgery of (B)(6) 2016 has been reported. The document contains the article numbers of the implanted revitan system and screw, and reports the use of 5 cables. However, no conspicuous information about the described event. Devices analysis: a revitan rasp manufactured in 2004 was returned for investigation. The connection pin is broken and was not returned. The fracture surface suggest a fast breakage. Root cause analysis: instrument, breaks, deforms, diverge, or parts remain in wound due to mechanical properties of material insufficient. Not possible, according to the material compatibility specification the material has been tested; fracture of instrument due to general corrosion (crevice, pitting, galvanic). Not possible as no signs of corrosion are present; instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition. Possible as the broken rasp can no more be connected to the handle as intended; damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling. Not possible as there is no indication that the surgeon not used correctly. It is unlikely the breakage of the instrument resulted from a fault made by the surgeon. Conclusion summary abnormal high forces might have occurred during surgery when the surgeon tried to remove the rasp from the bone. As a result the fracture occurred at the nominal weakest point of the rasp. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The actual device reported is not marketed in USA, but devices with similar characteristics are marketed in USA (i.e. Cls brevius kinectiv rasp), and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the surgeon was using a revitan mod. Rasp distal curved 18/260. While swinging out the rasp, the securing button got broken. Th rasp could no longer be knocked out from the medullary canal using the handle. The fracture cerclage had to be open again, the fracture distracted and the rasp knocked out. The knob could be removed. The surgery time was delayed for 25 minutes.